Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the reported lot number could not be matched to the reported device upn. Therefore, the lot expiration and device manufacture dates are unknown at this time. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a150207 captures the reportable event of stent difficult to remove. Patient code. Patient code e2008 captures the reportable event of unretrieved device fragment. Impact code f1901 captures the reportable event of additional surgery required. Impact code f1001 captures the reportable event of cancelled/rescheduled procedure.

Event description:
It was reported that an ascerta firm ureteral stent was implanted into the kidney of the patient. Following the procedure, a ureteroscopy for stent removal procedure was performed, and it was noticed that the renal coil would not unwind, resulting to the device being partially explanted and a portion of the stent remains implanted. Another ureteroscopy procedure was scheduled to remove the unretrieved fragment. There were no patient complications reported as a result of this event. This event is also being reported for cancelled/rescheduled procedure with a patient under anesthesia or sedation status unknown.